Event description:
Information was received that a smiths medical pneupac parapac ventilator had "broken knobs" and unspecified "pressure issues". No adverse patient effects were reported.

Manufacturer narrative:
One pneupac parapac ventilator was returned for analysis in good condition. Upon visual examination there were no noted broken knobs. A lock leak test was performed and passed with no pressure loss. The output fitting and alarm reed holder was observed to be loose. Based on the evidence the root cause was is unknown as the complaint was not confirmed. However, a secondary issue was found in that the patient outlet and alarm reed fittings were loose.